Event description:
It was reported that the device switched to a high output even though thresholds remained normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation; however, we did receive performance data collected from the device and have analyzed the data. The device logged a high output condition and adapted the output appropriately. The kappa 900 does not log the case where a threshold is not found at the max value. No anomalies were found.